Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: device thrombosis.additional text: inflow cannula obstruction.specific component(s) involved: inflow graft malfunction/malposition.additional text: tissue ingrowth.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.